Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a peritoneal dialysis (pd) patient experienced a fluid leak on the inside of the cycler on (B)(6) 2021. The patient told the pdrn that the fluid was all over the floor and inside the cycler. The pdrn verified that the patient received an air detected in cassette alarm four times the night of the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Correction: g3 the become aware date was inadvertently submitted as 3/05/2021 in the initial MDR. The correct g3 date for the initial MDR is 3/04/2021.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a peritoneal dialysis (pd) patient experienced a fluid leak on the inside of the cycler on (B)(6) 2021. The patient told the pdrn that the fluid was all over the floor and inside the cycler. The pdrn verified that the patient received an air detected in cassette alarm four times the night of the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a peritoneal dialysis (pd) patient experienced a fluid leak on the inside of the cycler on (B)(6) 2021. The patient told the pdrn that the fluid was all over the floor and inside the cycler. The pdrn verified that the patient received an air detected in cassette alarm four times the night of the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.